Manufacturer narrative:
Device passed the displacement test and self test. Device received with cracked case, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir was fell out. Battery compartment was broken and back light was not working. Insulin pump was lost settings. No harm requiring medical intervention was reported. The device will not be returned for analysis.